Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. Intermittent act button due to flattened dome switch. The connector on the lcd board was found locked. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose between 200 mg/dl and 300 mg/dl. Customer reported that blood glucose normally goes higher at nights which is why customer adjust basal rates. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, customer stated that the act button responded intermittently. Customer was advised that insulin pump would need to be replaced.